Event description:
It was reported that heparin was programmed to infuse at a rate of 20 ml/hr with a volume to be infused of 408 ml. Clinician returned to the patient's room and the medication was empty. Although requested, further information was not provided to the customer. Through due diligence, additional information was provided by the customer. Heparin was started 2134 with a rate of 20ml/hr and a dose of 11.001 units/kg/hr. Approximately 2305, clinician noted the heparin bag was empty. Pump settings were confirmed and pump stated 450ml was still left to be infused. Infusion was stopped and labs obtained. No interventions were needed, patient monitored, and physician notified.

Manufacturer narrative:
Correction: manufacturer narrative. Note that this report lists imdrf annex a1801, g02017, c0601, d01, g04037, d15, a040502 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that heparin was programmed to infuse at a rate of 20 ml/hr with a volume to be infused of 408 ml. Clinician returned to the patient's room and the medication was empty. Although requested, further information was not provided to the customer. Through due diligence, additional information was provided by the customer. Heparin was started 2134 with a rate of 20ml/hr and a dose of 11.001 units/kg/hr. Approximately 2305, clinician noted the heparin bag was empty. Pump settings were confirmed and pump stated 450ml was still left to be infused. Infusion was stopped and labs obtained. No interventions were needed, patient monitored, and physician notified.

Manufacturer narrative:
Omit: event attributed to, e2401 - insufficient information, f24 - insufficient information correction: adverse type, describe event or problem, type of reportable events additional information: imdrf annex e and f codes.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that heparin was programmed to infuse at a rate of 20 ml/hr with a volume to be infused of 408 ml. Clinician returned to the patient's room and the medication was empty. There was patient involvement and unspecified harm. Although requested, further information was not provided to the customer.

Event description:
It was reported that heparin was programmed to infuse at a rate of 20 ml/hr with a volume to be infused of 408 ml. Clinician returned to the patient's room and the medication was empty. Although requested, further information was not provided to the customer. Through due diligence, additional information was provided by the customer. Heparin was started 2134 with a rate of 20ml/hr and a dose of 11.001 units/kg/hr. Approximately 2305, clinician noted the heparin bag was empty. Pump settings were confirmed and pump stated 450ml was still left to be infused. Infusion was stopped and labs obtained. No interventions were needed, patient monitored, and physician notified.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of heparin was not confirmed through log analysis or was replicated during device testing. ¿ external inspection of the suspect pump module observed door cover having a crack around the lower hinge section. ¿ laboratory test results performed on the suspect device found the pump module to be out of specification. (-5.71% error) during unregulated flow testing at 20ml/h; however, this finding was not a direct correlation with the report of an over infusion. ¿ after temporary replacement of the door cover for testing purposes only, laboratory test results performed on the reported suspect pump module confirmed the pump module to be within specification for rate accuracy (-3.76% error) and was operating as intended, with no signs of unregulated flow observed. ¿ occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. ¿ the review of the logs is based on the reported programmed infusion administrated by the suspect pump module (s/n: (B)(6)) on 18 december 2024. The user selected ¿yes¿ to ¿new patient¿. The profile in use was identified as ¿critical care/ed¿. O between 9:16 pm and 9:33 pm, the pcu was powered on, and the suspect pump module was attached to the pcu. O between 9:33 pm and 9:36 pm, guardrail drugs (heparin) was at a drug amount = 25000units, diluent volume = 500ml, concentration = 50unit/ml, patient weight = 90.9kg, rate = 20ml/h, vtbi = 480ml and dose = 11.0011unit/kg/h, and the infusion was started. O between 11:02 pm and 11:08 pm, the user pressed pause and then restart, and one more time pressed pause, channel a was selected and pressed delay for one (1) hour. O between 11:10 pm and 11:11 pm, the user selected channel a and pressed start, then pressed confirm to review delay, selected channel a, pressed start and then pressed cancel delay. The pump module alarmed check IV set twice, the user pressed start and then pause, one more time the pump module alarmed chack IV set. O between 11:12 pm and 11:35 pm, the user pressed restart, the pump module alarmed check IV set twice and pressed restart twice, then pressed pause, and pressed silence key three (3) times, then pressed restart and pause. O on 19 december 2024, at 12:19 am the user pressed channel off, pvi = 29.612ml. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the pcu event log could not determine why the infusion that was programmed to infuse for approximately 20 hours was terminated early after only infusing for approximately 2 hours. ¿ the bd alaris user manual v12.1 states not to use a device with any damage. Send it to biomedical engineering for repair. O the bd alaris system user manual also states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the device was reported with patient involvement but no harm. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: suspect pump module s/n: (B)(6) was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please replace the door cover, please ensure proper assembly and re-torque all screws to specifications. Designated complaint handling unit (dchu), repair center or the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of heparin, is suspected to be from the cracked door cover; however, an over infusion or check IV set alarms were not replicated during the investigation. Note that this report lists imdrf annex a1801, a040502, g04037, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that heparin was programmed to infuse at a rate of 20 ml/hr with a volume to be infused of 408 ml. Clinician returned to the patient's room and the medication was empty. Although requested, further information was not provided to the customer. Through due diligence, additional information was provided by the customer. Heparin was started 2134 with a rate of 20ml/hr and a dose of 11.001 units/kg/hr. Approximately 2305, clinician noted the heparin bag was empty. Pump settings were confirmed and pump stated 450ml was still left to be infused. Infusion was stopped and labs obtained. No interventions were needed, patient monitored, and physician notified.

Manufacturer narrative:
Correction: investigation summary: the reported complaint of an over infusion of heparin was not confirmed through log analysis or was replicated during device testing. External inspection of the suspect pump module observed door cover having a crack around the lower hinge section. Laboratory test results performed on the suspect device found the pump module to be out of specification (-5.71% error); however, this finding was not a direct correlation with the report of an over infusion. After temporary replacement of the door cover for testing purposes only, laboratory test results performed on the reported suspect pump module confirmed the pump module to be within specification for rate accuracy (-3.76% error) and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. The review of the logs is based on the reported programmed infusion administrated by the suspect pump module (s/n: (B)(6)) on (B)(6) 2024. The user selected ¿yes¿ to ¿new patient¿. The profile in use was identified as ¿critical care/ed¿. Between 9:16 pm and 9:33 pm, the pcu was powered on, and the suspect pump module was attached to the pcu. Between 9:33 pm and 9:36 pm, guardrail drugs (heparin) was at a drug amount of 25000units, diluent volume of 500ml, concentration of 50unit/ml, patient weight of 90.9kg, rate of 20ml/h, vtbi of 480ml and dose of 11.0011unit/kg/h, and the infusion was started. Between 11:02 pm and 11:08 pm, the user pressed pause and then restart, and one more time pressed pause, channel a was selected and pressed delay for one (1) hour. Between 11:10 pm and 11:11 pm, the user selected channel a and pressed start, then pressed confirm to review delay, selected channel a, pressed start and then pressed cancel delay. The pump module alarmed check IV set twice, the user pressed start and then pause, one more time the pump module alarmed chack IV set. Between 11:12 pm and 11:35 pm, the user pressed restart, the pump module alarmed check IV set twice and pressed restart twice, then pressed pause, and pressed silence key three (3) times, then pressed restart and pause. On (B)(6) 2024, at 12:19 am the user pressed channel off, pvi = 29.612ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 20 hours was terminated early after only infusing for approximately 2 hours. The bd alaris user manual v12.1 states not to use a device with any damage. Send it to biomedical engineering for repair. The bd alaris system user manual also states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr 820.198 (d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: suspect pump module s/n: (B)(6) was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please replace the door cover, please ensure proper assembly and re-torque all screws to specifications. Designated complaint handling unit (dchu), repair center or the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of heparin was not determined, however during external inspection a cracked door cover was observed. It is possible that the broken door cover was a contributing factor however, an over infusion or check IV set alarms were not replicated during the investigation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.